Event description:
Pacing failure occurred while in use. Reports the pacing catheter was placed and there was no problem at the time of insertion. The pacing failure was observed the following day and the catheter was removed. During removal, the physician had difficulty pulling it away through the sheath introducer. The catheter became stuck inside the sheath introducer, so the physician cut the catheter apart to remove the sheath introducer and the distal end of the catheter. Reports there was no patient injury.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. The catheter received was cut in two pieces. The cut being approximately at 50 cm mark. One of the returned pieces was received inserted in a used hemostasis sheath introducer. The hemostasis sheath introducer, which was not a b. Braun product, exhibited fold marks (creases) on the surface. These marks are consistent with those typically seen when a catheter is forced through a smaller introducer than required for the catheter size. The sheath introducer was then separated from the catheter and its ID was measured. The ID of the sheath introducer at the tip was measured to be 0.066". The dimensions of the tip are consistent with that of a 4.5 french sheath introducer. It appears this incident is not related to the b. Braun manufacturing process. But is attributed to the user not following the IFU. The catheter's french size is 5. The IFU supplied with this product instructs the user to use a minimum 6 french sheath introducer.